Event description:
According to available information, this device was not pumping well, as the implant would only get approximately 75% full. The physician reported that there seems to be a lack of fluid in the system and that it is suspected that there is a hold in the system. Device replacement is planned for next year. No adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received further reported the implant was only getting 70% full. Upon explant, no holes were detected. It was also noted that the patient experienced an infection.